Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. On a separate day the lens was replaced for a same model, length but different axis lens. The problem was resolved. Cause of the event is unknown. D6b - 26-sept-2025. H1 - type of reportable event: malfunction corrected to serious. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge tube with residue/debris on the lens. Visual inspection found the haptic bent, with foreign material on the lens surface, specifically, fiber. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - 4581: rotation. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was explanted. On a separate day the lens was replaced for a same model, length but different axis lens. The problem was resolved. Cause of event is unknown.